Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of no delivery and battery out limit alarm. The customer's blood glucose was unknown. The customer mentioned high readings in the past. The customer stated that the pump alarmed during normal use. The pump was not returned for analysis.